Event description:
It was reported that the lead exhibited pacing thresholds from 0.5 v, 0.4 ms to 2.75 v, 1.0 ms. The pulse generator's output was increased to 5.0 v, 1.2 ms.

Manufacturer narrative:
No medwatch form was received.